Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the ink on the label was removed. The ink used to print the labeling is water based, therefore, it is known that contact with other liquid can cause the ink to be removed. The reported condition was verified. The cause of the reported condition the germicidal and sporicidal products that were used by the customer to wipe the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp secondary medication sets had all of the lettering (packaging) come off making the product indistinguishable. This was identified when wiping down the sets in a cleanroom using unspecified germicidal/sporicidal agents. There was no patient involvement. No additional information is available.